Manufacturer narrative:
Analysis of the cart 9733858 s7 assembled staff 220v (serial #: (B)(4)) found insufficient information, as it passed the work order. Product event summary #emitter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the system couldn't see the emitter. No patient present.